Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing low blood glucose while not on the insulin pump. Customer stated an injection she gave herself caused the low blood glucose of 27 mg/dl. Customer received assistance in programming basal rates.